Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device on the contralateral side during the same surgery.